Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between october 16-22, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and showed fluid inside the device's bladder which suggests possible underinfusion may have occurred.the reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor infused 78% of the dose and approximately 50ml volume was remaining. The issue occurred during patient infusion via peripherally inserted central catheter (PICC) for 24 hours. The device was filled with 18g piperacillin/tazobactam in 0.9% sodium chloride having a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.